Event description:
It was reported that "has had a skin contact surface allergic reaction from EKG last week." Was prescribed prednisone and hydrocortisone cream. Will be going to dermatologist as it is not getting better.

Manufacturer narrative:
Preliminary report from pt stated he had a skin contact surface allergy reaction from EKG test. Reaction started as bright red, outer circle, now spreading outward. We are in process of obtaining additional information from pt. I will file a supplemental report when I receive the additional information.